Event description:
Patient revised due to loosening of the femoral component. Revised to a tka.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports for these product code / lots. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.